Manufacturer narrative:
A ge rep evaluated the system and reloaded the fluoro functions board nodes and tightened a connector plug. The system operates as intended.

Event description:
The customer reported that the system would not boot up. There is not report of pt injury or death.